Event description:
It was reported that the patient underwent surgical intervention with an inflatable penile prosthesis (ipp) because it did not function properly and the patient developed an infection. The ipp was unable to provide the desired hardness for the patient. The ipp was removed and replaced at a later date. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention with an inflatable penile prosthesis (ipp) because it did not function properly and the patient developed an infection. The ipp was unable to provide the desired hardness for the patient. The ipp was removed and replaced at a later date. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.